Event description:
It was reported that the 8800 system was not able to retrieve saved images after completion of the case for printing. There was no report of patient injury.

Manufacturer narrative:
No service information at this time. Additional information will be reported as received.